Manufacturer narrative:
Model- 72404273, lot/sn- (B)(4), mfg. Date- 12/06/2017, exp. Date- 12/05/2022. Model- 72404293, lot/sn- (B)(4), mfg. Date- 10/23/2017, exp. Date- 10/09/2022.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and cylinder after experiencing pain a new pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.

Manufacturer narrative:
Review of the manufacturing records for batch 187830 confirmed that there was a total of 10 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 10 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If any further information is identified, complaint will be reopened.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pump and cylinder after experiencing pain a new pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.